Event description:
Caller states the expiration date of 3/2010 is printed on the compact drum vial. Manufacturer reports the expiration date as 3/31/2004. No adverse event reported. Requested return of suspect device and replacement was sent.